Event description:
The patient presented at the hospital after experiencing a shock. Upon interrogation it was noted the shock was inappropriate. Diagnostic imaging was performed and it was noted the right ventricular (rv) lead was dislodged. It was suspected the helix was not fully extended when originally implanted. The rv lead was explanted and replaced to resolve the event. The patient was stable.